Event description:
My daughter's neck was burnt with the use of the (B)(6) bedwetting alarm. It is still a mystery how or why this happened. All that we did was connect the alarm on her neck and place the sensor on the underwear as the instructions. The alarm generated so much heat during operation that it was hot enough to scar my daughter's neck.